Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecured grasp of tissue.

Event description:
It was reported that the top part of the jaw broke off during a meniscal root repair. The broken part was retrieved from the patient. The case was completed by using a new ar-12990.